Manufacturer narrative:
Received one used list #unknown, extension tubing with microclave for inspection on 8/29/24. No defects or anomalies noted. The set was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
The complaint/event involved an unspecified administration set. Before the administration of an antibiotic, it was reported that the catheter was blocked during injection. The patient was being treated for removal of osteosynthesis equipment from the left elbow. A 20 ml syringe was connected to the extender, which was connected to the catheter to try to unblock the catheter. During the injection, a leak of physiological serum was observed between the tubing and the valve of the extender. The device had been installed for two days when the issue was observed. There was no report of human harm associated with the complaint/event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.